Event description:
It was reported by a company representative that a nurse requested a handheld replacement as her previous handheld was not working appropriately. The nurse indicated that the socket where the serial cable is to be connected was faulty and she had to hold the black serial cable to interrogate patients. Good faith attempts to obtain the reported handheld returned to the manufacturer have been unsuccessful to date.

Event description:
Additional information from the area representative indicated the serial adapted cable for the reported handheld was discarded by the hospital once the replacement handheld was received.

Event description:
The reported handheld was returned to the manufacturer for analysis. Analysis of the returned handheld indicated no anomalies associated with the handheld were noted during testing using an ac adapter or the main battery with a full charge. Note that the handheld was received without a serial cable. Analysis of the returned flashcard indicated the flashcard and software performed according to functional specifications.